Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reported event occurred during a cataract with intraocular lens implant procedure.

Manufacturer narrative:
The system was examined. The company representative did not indicate whether the reported event was replicated. The ultrasound (u/s) pcb autosert was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 12, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported weak oscillation and suction during a procedure. There was no patient impact. Additional information has been requested.